Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the customer¿s battery was then put into the ao3 test (cl-16435), and the customer¿s issue was replicated. The display was a blue screen with four loading squares. Then, the squares went away, and they were replaced with a white, blinking battery icon. The customer¿s battery was also put into the ao2 test (cl-16058), and the device did not work. Both the display and the led did not work. It was reported that the screen stopped displaying even when the power was turned on before use. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the remaining battery time of the videolaryngoscope's battery was about 70 minutes, but the screen stopped displaying even when the power was turned on before use. There was no patient involvement.